Event description:
A surgeon reported femtosecond treatment was performed too deeply and no attempt was made to open accurate incisions. Additional information from surgeon indicated a lasik enhancement was needed to treat pt. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).